Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as a leg assembly was being placed, the needle "could not be advanced" and became stuck in the capio cage, preventing the mesh from being placed. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was "okay" at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as a leg assembly was being placed, the needle "could not be advanced" and became stuck in the capio cage, preventing the mesh from being placed. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was "okay" at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue dilator. Visual analysis of the returned capio device revealed that the detached needle was captured inside the cage of the capio device. Functional testing of the returned capio device showed that it operated freely and without any anomalies. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.